Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that one of her sets did not insert properly and stuck to the serter. The customer reported that she had to insert the set manually, which caused a bent cannula. Blood glucose level at the time of the incident was over 500 mg/dl. The customer was advised that the serter would be replaced and agreed to return the product for analysis. The insulin pump was not replaced or returned for analysis.